Event description:
Biotronik representative (B) (4) called in to report a high shock impedance on this lead. During the follow-up, it was reported that all of the other values (sensing, threshold and pacing impedances) were consistent and in-range. The shocking impedance was conducted several times with the same result. It was recommended that a lead revision be done if the shocking impedance continues to report out of range in the next few days. The revision is scheduled to be done on (B) (6) 2009. It was requested that the lead be returned but it is not known if (B) (4) is able to fulfill that request. On (B) (6) 2009 - this lead was returned with partial oos documentation and a note from biotronik representative (B) (4). Per note, this lead was removed due to high shock impedance on the rv coil. This lead was replaced with another linox s 65, (B) (4).